Event description:
It was reported the device failed due to no or very low output. Batteries were changed and all settings were checked. Above 15 ma ( millamp) the device output will vary between .5 and .7 ma. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case was dented affecting keyboard fit, the upper and lower cases were broken and contaminated, the battery release was contaminated, both bail covers were missing, the ring cover was contaminated, both bails were missing, the ring was bent, the battery drawer was broken, and the battery flex was corroded. Further analysis was performed on the heart lead flex. This analysis found that the no ventricular output was caused by a diode component failure. (B)(4).